Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve into a previous surgical valve, the valve dislodged. Therefore, a second valve was implanted. No additional adverse patient effects were reported.